Event description:
Related MFR report number: 2017865-2024-34356 it was reported that a patient presented with low pacing impedance and oversensing noise on both the atrial and right ventricular (rv) leads. Atrial and rv lead insulation damage was suspected. The physician elected to explant and replace the atrial and rv leads. The patient condition was stable following the procedure.